Event description:
In, 2001 the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. In, 2002 maersk medical a/s received the complaint and 34 unused infusion sets.